Event description:
Event reported as, "the band has been in for 2 years and it appears to be leaking. This was confirmed by doing an injection under xray, but it was not confirmed where the leak was coming from." Allergan is investigating the reported event.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter has also been asked to clarify the reported event versus the manufacture date of the device and the reported implant date. That info has not yet been received by allergan. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."